Manufacturer narrative:
Exact date of implant is unknown.

Event description:
It was reported the patient is experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
The event of high impedance was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.